Event description:
It was reported that the connector would not lock into place on the ilet, and the user was unable to attach the connector even without the cartridge; swapping to a new connector resolved the issue and the user completed the supply change without issue. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included user education and troubleshooting performed by the agent. Investigation of this case revealed that the original connector did not engage while a replacement connector functioned as intended. It was concluded, based on previously established findings for similar reports, that this was a device component failure isolated to the connector, with resolution achieved by replacement. Connector lot number 33671 was reported.